Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, due to damage on s-connector the image is not displayed, adhesive on a-rubber has a chip, and due to adhesive peeling on a-rubber, insulation resistance at distal end is poor was observed. The regional repair center indicated that the most likely cause of the image is not diplayed was due to damage to the s-connector. There was no patient involvement.